Event description:
It was reported that the delta failed due to a battery. The pt was swapped to another machine which left the pt unventilated for approx 30 seconds. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.